Event description:
Reportedly, the device would not synchronize reportedly in patient use and the defibrillator would not discharge as a result. No additional event information was reported. The patient was not resuscitated, but the reporter stated the event did not cause or contribute to patient use, based upon continued patient treatment.